Event description:
The pt experienced an increased amount of pain which started three or four weeks ago. The medication was increased twice without pain relief. The pt had a catheter blockage that was confirmed by a catheter dye study. The pt stated that the catheter was also leaking. The pt's catheter was replaced on (B)(6) 2010. He stated that his "baseline pain" has resolved since the catheter was replaced. However, he had recently experienced "pain from fluid pressure on nerves" that caused "cramping, pain, and tingling" in his arms and legs. He experienced neck pain as well. He stated that the pain was caused by the morphine leaking into his back in the wrong area. The pt asked "if the body's process of absorbing the excess fluid can be sped up" or does he "need to ride this out?" He followed up with his physician; there were no interventions done regarding the absorption of excess fluid the pt had. The pt indicated that the pain was about "20% better" than it was on (B)(6) 2010. The medication being delivered via the device system was morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).